Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was inadvertently connected to the infusion set while filling the tubing during the loading process. Thirty units were used to fill the tubing. Customer consumed carbohydrates to address the additional insulin that was delivered. Blood glucose remained between 54-500 mg/dl. Reportedly, contact discussed the event with a healthcare provider. Contact reported pump was operating a intended.